Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed de novo lesion was located in the moderately tortuous superficial femerol artery and anterior tibial arter. The physician was using a sterling es mr 1.5mm x 20mm x 143cm balloon catheter. The balloon was inflated three times to 6atm. On the 3rd inflation the balloon ruptured at 6atm. The procedure was completed with another of the same device. There were no reported patient complications or injuries. The patient condition is reported as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned. Dried blood and contrast were visible in the balloon and inflation lumen. The balloon was in a deflated state. There was a pinhole .5 mm from the distal edge of the markerband. The distal tip was damaged. Microscopic inspection of the balloon material and the remainder of the device revealed no evidence of any material or manufacturing deficiencies that could have contributed to the damaged balloon and distal tip. The manufacturing batch record review for the reported batch confirmed that the device met all applicable specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed de novo lesion was located in the moderately tortuous superficial femoral artery and anterior tibial artery. The physician was using a sterling es mr 1.5mm x 20mm x 143cm balloon catheter. The balloon was inflated three times to 6atm. On the 3rd inflation the balloon ruptured at 6atm. The procedure was completed with another of the same device. There were no reported patient complications or injuries. The patient condition is reported as good.